Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing a blood glucose level of 282 mg/dl and announcing multiple meals to correct it. No symptoms or medical intervention were reported. Blood glucose was corrected by the algorithm, and no long-term effects were noted.